Event description:
It was reported that the device was used in a diagnostic laparoscopy procedure. The device did not cut. Another stapler was opened to complete the case. There was no consequence to the patient.